Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00410. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery - posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). The physician first advanced a coil through a non-penumbra microcatheter, however the coil did not wind well and was therefore removed. The physician then advanced and attempted to detach a smart coil, however upon retracting to remove the pusher wire, the physician found that the smart coil had not fully detached. The smart coil then became fully detached while partially within the microcatheter, and the physician therefore used a guidewire to push the detached smart coil into the target location. Next, the physician experienced resistance and was unable to advance another coil past about five centimeters from the distal tip of the microcatheter. The physician attempted to advance a guidewire through the microcatheter to test it, and the guidewire was unable to fully advance through the microcatheter. The physician therefore removed the microcatheter, and completed the procedure using a new microcatheter and additional coils. It was reported that there was a foreign object 10 cm proximal of the distal tip of the first microcatheter, though there was no noticeable damage to the pusher wire of the smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00410.

Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery - posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). The physician first advanced a coil through a non-penumbra microcatheter, however the coil did not wind well and was therefore removed. The physician then advanced and attempted to detach a smart coil, however upon retracting to remove the pusher wire, the physician found that the smart coil had not fully detached. The smart coil then became fully detached while partially within the microcatheter, and the physician therefore used a guidewire to push the detached smart coil into the target location. Next, the physician experienced resistance and was unable to advance another coil past about five centimeters from the distal tip of the microcatheter. The physician attempted to advance a guidewire through the microcatheter to test it, and the guidewire was unable to fully advance through the microcatheter. The physician therefore removed the microcatheter, and completed the procedure using a new microcatheter and additional coils. It was reported that there was a foreign object 10 cm proximal of the distal tip of the first microcatheter, though there was no noticeable damage to the pusher wire of the smart coil. It was also reported that the distal tip of the smart coil's pusher assembly became fractured after the procedure, when being removed from the dust bin. There was no report of an adverse effect to the patient.